Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 184 mg/dl and currently the blood glucose was 456 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display iwndow, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.